Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for pneumonia infection, blood in lungs, and high blood glucose. Customer's blood glucose was 350 mg/dl. Customer's blood glucose at time of call was 400 mg/dl. Customer mentioned his blood glucose was 20 mg/dl to 60 mg/dl at one point. Customer was wearing the device at time of the emergency room visit. Customer declined troubleshooting. Customer will not be returning the device for analysis.